Manufacturer narrative:
Investigation completed 07/21/2017. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Failure analysis or root cause cannot be performed at this time, because the product has not been returned for evaluation although several documented requests for information and product were sent.

Event description:
Surgeon stated the skull clamp slipped during surgery. Additional information has been requested.